Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4ii), and elecsys ft4 iii assay (ft4iii) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. . Patient identifiers for information related to each affected assay: (B)(6). Refer to the attachment for all patient data. The sample was initially tested for tsh and ft4ii on the e602 analyzer at the customer site on (B)(6) 2018. The sample was provided for investigation, where it was tested for tsh, ft4ii, and ft3 on a second e602 analyzer on (B)(6) 2018. During the investigation, the sample was also tested for ft4iii on the second e602 analyzer on (B)(6) 2018. The sample was also repeated on a centaur analyzer on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site was (B)(4). The serial number of the e602 analyzer used for the investigation was (B)(4). Ft4ii reagent lot number 288197, with an expiration date of december 2018 was used on this analyzer. No abnormalities were observed with calibration and control data from the e602 analyzer used for investigation. Based on the provided data, a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.